Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe suction and cutting functions were not working before surgery. The procedure type was unknown. The surgery was completed on the same day after the product was replaced with a new one. There was no impact to the patient.